Manufacturer narrative:
Visual inspection found no signs of physical damage. Investigation found the sensor worked as expected. Fault could not be reproduced.

Event description:
Perfusionist reported that the level sensor did not detect when the reservoir dropped below the protect fluid level. This occurred during priming of the circuit, and the patient was not involved. The sensor was replaced which worked as expected.